Event description:
It was reported that, suction catheter (sofia 6f/131cm) doubly kinked when unpacked, unusable for current emergency procedure (stroke) causing a delay in the procedure >30 min. Another sofia was used to complete the case. No patient harm was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Manufacturer narrative:
The device has been received for evaluation and is pending investigation completion. The results will be reported in a supplemental report.

Event description:
A supplemental report is being submitted to include additional clarifying information regarding the incident. The procedural delay was reported to be 1-hour.

Manufacturer narrative:
The investigation found the returned sofia catheter kinked and flattened at 64cm, 79cm, 84cm, 90cm, 125-126cm, and 127cm from the strain relief, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces that exceeded its yield strength.

Event description:
A supplemental report is being submitted to include device investigation results.